Manufacturer narrative:
The filter was exchanged when the patient exhibited increased expiratory work of breathing and increased blood pressure. The filter was removed and found to be full of water and discarded by the user. It was not possible to obtain the used filter or any sample of filters from the same lot for further investigation. No device logs have been available for our investigation. Further information regarding the filter use was requested. The hospital stated that the event date was (B)(6) 2017 at approx. 11.30 pm and that the last filter exchange was on (B)(6) 2017 just after midnight. Active humidification was used, but no nebulization. The user¿s manual includes warning that if active humidification is used, the user must carefully monitor the airway pressure and continuously check to ensure that possible condensation created in the expiratory limb does not affect ventilator performance. There is also a caution that the filter should be replaced every 48 hours. The filter was not exchanged at recommended interval. Failure to exchange the filter at these intervals can result in clogging of filter and lead to increased resistance in filter and increased airway pressure. Our conclusion is that the root cause of the experienced problem is that the filter usage time has been exceeded according to filter specification.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated two technical error codes while it was connected to a patient. One indicated disabled valves and the other one indicated ventilation stopped. There was no patient harm. (B)(4).

Manufacturer narrative:
This follow-up report is being submitted as a correction to the initial report submitted to the FDA. The event description and the complaint reference numbers were incorrectly entered into the initial report, however, all the rest of the information was correctly entered. The narrative of the medwatch form has been corrected to include the correct event as reported and the correct importer and manufacturer reference numbers.

Event description:
It was reported that during use of a bacterial and viral filter in the ventilator's patient circuit, the patient exhibited increased expiratory work of breathing and increased blood pressure. The filter was removed and found to be full of water and discarded. Final patient outcome was no injury. (B)(4).